Manufacturer narrative:
The bed was tested per quality control procedures on (B)(6) 2011 and met specifications. On (B)(6) 2011, the unit was placed with the pt. On (B)(6) 2011, after the complaint investigation kci was able to confirm that the bed would not rotate to prone. The cause for the malfunction was at the chassis parallel cable.

Event description:
On (B)(6) 2011, the nurse reported that the rotoprone would not prone the pt. There was no reported pt injury. The unit's CPR function was being activated on its own. On (B)(6) 2011, after the complaint investigation kci was able to confirm that the bed would not rotate to prone.